Event description:
4.0 surgipro ii (vp521x) repeatedly broke, during knot tying. Patient was badly bleeding and not in great shape to begin with. The incident prolonged the anesthesia time and led to additional blood loss.